Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the leadless implantable pulse generator (ipg) exhibited poor p-wave t racking, due to right atrial (ra) undersensing. The leadless ipg remains in use. No patient complications have been reported as a result of this event.